Manufacturer narrative:
Investigation pending.

Event description:
Caller reported inr of 1.0-1.5 when testing patient. When same patient was tested using a different meter and same strip lot, the inr was 2.5-3.0. Person performing the testing first observed qc hi on initial testing. They were observing multiple qc errors and lower than expected results with one meter.